Event description:
I had my eye lenses replaced (rle). I was told I would not need to wear glasses anymore if I had my lenses replaced by trifocal ones. I have been sick ever since I came home from the procedure (3.5years). I wake up every single day with nausea, headache all over my head, my temples have pressure, light halos, anxiety/anxiousness and now I have dry eye disease. I was a perfectly healthy, happy, active (B)(6) year old when I had this done. I don't smoke or drink and at that time didn't take any medications. I have had to cut out several hours at my job and now rely on drugs to keep me functioning. My life has been turned upside down. My zest for life is gone. I have been to many specialists, had several tests done and no one can tell me what happened. FDA safety report ID # (B)(4).